Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that there was erroneous collection of ahr (atrial high rate) episodes, with a suspended duration of 67 hours despite interrogation only being done approximately 48 hours later. The episode detail showed only about 3-6 seconds of af (atrial fibrillation) or afl (atrial flutter). The device remains in use. No patient complications have been reported as a result of this event.